Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 5.0 mm x 150 mm on 135 cm absolute pro ll self-expanding stent system (sess), the stent reportedly spontaneously came out of the sheath. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The premature/partial deployment was confirmed. The investigation was unable to determine a cause for the premature deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the delivery system preparation section of the absolute pro ll self-expanding stent system instructions for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the following additional information was received: the reported incident of the 5.0 mm x 150 mm on 135 cm absolute pro ll self-expanding stent spontaneously coming out of its sheath occurred during the flushing stage of preparation; the stent had partially (not fully) released from its sheath; the released portion was partially expanded (flowering). It was confirmed during unpackaging that the stent was not protruding or flowering from its sheath and that the safety lock was in the 'closed' position during prep. There was no occurrence of a clinically significant delay. An absorb pro stent was alternatively used to treat the target lesion. No additional information was provided.